Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer's blood glucose was 160 mg/dl. The customer stated that the settings and basal rates were being changed and others were missing from his insulin pump. The customer confirmed that the basal rates were the only settings that were affected. Advised customer to upload data from the insulin pump onto carelink to review the data reports. Advised to call back if further assistance was needed. Troubleshooting was not performed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.